Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during use, the tracheal tube was noted to have a deflated cuff. Conservative measures were attempted to maintain pressure in cuff, however failed. A faulty cuff on the tube was observed. Re-incubation of a replacement tube was required. The patient tolerated the procedure well.

Manufacturer narrative:
The received sample was not a medtronic product. Without the actual medtronic product a full investigation could not be carried out therefore we are unable to determine the cause for this specific event. Manufacturing controls are in place to detect cuff inflation/deflation defects to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.